Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 380cc mentor smooth round high profile and experienced capsular contracture; baker grade unknown on her left side postoperatively. The issue was diagnosed during office visit. As a result, the patient underwent explantation and replacement with mentor saline device on (B)(6) 2022. Since no response was received after multiple follow ups, the date of implant has been updated from (B)(6) 2002 to (B)(6) 2004 under field on this form. It is same as the invoice date of device serial number (B)(4). If additional information is received in the future, it will be updated and supplement report will be submitted accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).